Event description:
It was reported that the right atrial (RA) lead exhibited high, out-of-range pacing impedance measurements greater than 2500 ohms, indicative of a lead fracture. As a result, the lead was surgically abandoned and successfully replaced successfully. No additional adverse patient effects were reported.